Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed multiple sample foam detection, sample clot, and abnormal sample aspiration alarms on the day of the event. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 62 ng/l. Two more samples were collected from the patient and they both gave results of < 6 ng/l with flag. The initial sample was repeated on the other instrument line and the result was < 6 ng/l with flag. The repeat result was deemed correct.

Manufacturer narrative:
The troponin reagent lot number is 64241200. The expiration date was requested but not provided. The customer ran qc before and after the questionable results were generated and the results were acceptable. The investigation is ongoing.